Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. The customer reported issue cannot be replicated. Performed an accuracy test and results were within specification. The most likely cause is the user/tester error. Replaced expulsor assembly and downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
An event involved a cadd-solis vip ambulatory infusion pump where it was reported that the pump was not infusing the proper amount. This will cause therapy interruption and patient harm if it were to recur. There was no patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(6).